Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 70 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include weakness as well as sweating. In addition the patient reports having difficulty communicating. Upon arrival of the paramedics the patient was treated with intravenous dextrose and glucose gel. The patient did not go to the hospital.